Event description:
When passing through the lesion suction stopped on the x-sizer. The physician changed bottles and attempted to make a second pass and the device did not work (did not suction). Physician pulled the whole system out. Physician injected dye and noticed staining/perforation. He then reversed coagulation and deployed stent and waiting 15 minutes and perforation closed. Additional information received in -march-05, the physician stated this was a dissection not a perforation.